Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) stimulation wasn¿t being felt where it was needed, in the low back and leg, but there were no factors that may have led to this. An x-ray was performed which discovered the lead had moved off to the side so a lead revision was performed on (B)(6) 2017. During the revision an impedance test was performed with no out of range impedances being found. As a result the existing lead was replaced with a surgical lead and all intra-operative testing was completed using neuro-monitoring. Following this the issue was resolved. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.